Event description:
Adverse event: none. Device issue: dislodged stent. Time of device issue: during the procedure. It was reported that a perforation was caused by a non-av device. The first three graftmaster stents (3.5 x 19, 3.0 x 12, 3.0 x 26) failed to cross the perforation. The 3.0 x 19 graftmaster was attempted, but it dislodged. It was able to be deployed at the peroration using the sds balloon, and the perforation was considered to be adequately sealed. There is no additional event or patient information available.

Manufacturer narrative:
(B)(4). The three jostent graftmasters 3.0 x 26, 3.0 x 12, and 3.5 x 19 indicated are being filed under separate medwatch MFR numbers. Evaluation summary: the device was not returned. In general, issues on advancing to and passing target lesions could occur due to, but not limited to, the physician's technique (selection of device size/type, used guide wire/catheter), coronary lesion (lesion location, tortuosity, presence of calcification), foreign bodies (presence of previously deployed devices) or pre-dilatation strategy. The probable root causes for dislodging a stent can be the following, but is not limited to: excessive manipulation (e.g., rolling the mounted stent graft) may cause dislodgement of the stent graft from the delivery balloon, manipulation of the stent during flushing of the guide wire lumen, which can disrupt the placement of the stent on the balloon, and during placement over the guide wire and advancement through the hemostasis valve adaptor and guiding catheter hub. A stent may become dislodged when the stent retention is bad without proper crimping. But a not proper/only partially crimped stent graft would be detected. The probable root cause remains undetermined. It cannot be excluded that the stent was pulled off during placement over the guide wire and advancement through the hemostasis valve adaptor and guiding catheter hub. The device instructions for use states: should unusual resistance be felt at any time, either during lesion access or during removal of the delivery system post-stent graft implantation, the delivery system and guiding catheter should be removed as a single unit. This must be done under direct visualization of fluoroscopy. The stent retention data documented in the device history record was checked for this lot. A minimum stent retention force is required. Stents from this lot were tested and they reached the maximum forces, so the stent retention for this lot was far above the requirements. According to the task/route sheets for this lot, all devices were in accordance with all quality criteria when the devices left the manufacturer. There is no information given to draw the conclusion that the device was not in working order.